Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. H6) ec method code: 4109 - historical data analysis . 4114 - device not returned. Ec conclusion code: 4315 - cause not established. Summary of investigational findings: investigation is based on event description only. No imaging was provided and no product was returned and based on very limited information provided, why it would be inappropriate to speculate at what may or may not have caused the filter to tilt during deployment. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended during placement. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "they tried to deploy the first one and it tilted against the wall ((B)(4)). They retrieved it and put in a new one and did the same thing ((B)(4)). They retrieved the second one and then they went femoral and the 3rd filter worked successfully". Patient outcome: new filter placement via femoral. No reported adverse effects on the patient due to this occurence.